Event description:
It was reported that the right ventricular (rv) lead exhibited post pace t-wave oversensing (twos). Additional information from the clinic disclosed that reprogramming was performed to extend the ventricular blanking. Further reprogramming to decreased sensitivity has been scheduled for a later date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2013-12. (B)(4).